Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received error messages and questionable results from coaguchek xs meter serial number (B)(4). At 9:21 am, the result was >8.0 inr. At 9:27 am, the result was 5.6 inr. At 9:31 am, the result was 3.5 inr. The testing was performed from punctures of two fingers. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr.